Event description:
The user facility reported a 79-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient developed a hematoma at the impella access site during pump support. Although discussions were had on potentially explanting the pump, the staff feared the patient may decompensate and opted on monitoring the patient's condition. The patient's arm was swollen as a result of the hematoma and the arm was subsequently wrapped and elevated to prevent the condition from worsening. The hematoma, despite not worsening, remained present until the pump was explanted.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed. The device was not returned for investigation. Per the provided clinical information, the root cause of the access site bleeding was unable to be determined as limited clinical details and no product were returned for investigation.